Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. It was concluded that the clinical observations are a known inherent risk with use of this product.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted due to infection. No additional adverse patient effects were reported. The pacemaker has been returned and analysis performed.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted due to infection. No additional adverse patient effects were reported. The pacemaker has been returned for analysis.